Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scan for an unrelated condition. Prior to the MRI, the patient's implantable cardioverter defibrillator (ICD) was programmed to MRI conditional mode with pacing turned off and tachy therapies disabled. During the MRI scan, the patient reported experiencing a tingling sensation and a warm feeling at the ICD pocket site. The MRI scan was stopped, and the patient was removed from the scanner. The device was re-interrogated, and it was confirmed that the device remained in the previously programmed MRI conditional mode. The physician elected not to continue the MRI scan. The device was removed from MRI mode and restored to its permanently programmed settings. The patient's condition remained stable.